Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing frequent charging and the battery would not hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing frequent charging and the battery would not hold a charge. The patient will undergo an ipg replacement procedure.